Event description:
The current blood glucose reading is 69 mg/dl. Customer treated with food. Insulin continues to drip after motor stops during the manual prime process. Customer mentioned a hospitalization due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-95219.